Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp). Upon explant, the right cylinder outer layer had torn, bunched together, and confirmed a fluid leak. A new ipp was implanted. There were no patient complications.

Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp). Upon explant, the right cylinder outer layer had torn, bunched together, and confirmed a fluid leak. A new ipp was implanted. There were no patient complications.

Manufacturer narrative:
The data was obtained through a review of the surgical history previously provided by the physician.